Event description:
User received erroneous iron result for one patient sample. Initial result of 324 ug/dl was delivered to the clinician who questioned the result. Testing was repeated with a result of 155 ug/dl. No information was provided to determine if adverse events occurred. If additional information is received, appropriate notification will be provided.